Event description:
Legal counsel for the patient alleges that patient underwent left m2a hip arthroplasty on (B)(6) 2010, and a right m2a hip arthroplasty on (B)(6) 2010. Subsequently, counsel alleges elevated metal ion levels and tissue and bone destruction. No known revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2012-01700 and 1825034-2012-01730 / 01734).

Manufacturer narrative:
Date of event & explant date - no known revision date. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2012-01700 and 1825034-2012-01730 / 01734).